Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgery at an unknown date and post procedure the device was unable to establish communication with their ipg. The device was not placed in surgery mode prior to the procedure. It is unknown if patient lost therapy or not. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received states that the ipg was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.